Manufacturer narrative:
(B)(4). Batch # m5295r. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: it was reported that the devices did not staple securely; after firing staple was shown. This is not clear, please explain. Did the device lock out and could not be fired at all; was the trigger advanced with no staples deployed; were there missing staples from the staple line; if the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight): response received: the device was reported quite lately while the problem happened long ago. The problem could not be described clearly but what I understand is that the device did not deploy any staples.

Event description:
It was reported device did not staple securely, after firing staple was shown. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the tl60 device arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.